Event description:
I had a slow heart beat (brady) that would then activate my heart into arrhythmia. A st. Jude aicd was later implanted into my chest. My case was caused complicated bi-directional vt. I have sustained heart rates of 131bpm several times just to go to the ER and shocked by into a normal rhythm. Since the device has been implanted, I've suffered numerous shocks that have dumbfounded cardiologists at (B)(6) medical center that placed the device. I talked with st. Jude and they say that the device (of course) operated properly, but only addressed the pacemaker portion - not the defibrillator portion. Two of the first three tiers of the defibrillator have been deactivated and I have not been shocked since. I was able to show the electro-cardiologist in (B)(6) how the device could put me into vt's by a simple movement. This "shocked" the cardiologists. Other time I would be monitored with EKG after electrolyte and blood test show normal and in the presence of the nurses and/or doctors have the device go directly to the third level giving me three successive shocks. I am on anxiety medications and live each day in fear of "what's next." I am seeking remedy and compensation for bills. What must I do since st. Jude keeps avoiding me?